Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that there were no alarms associated with the event. It was noted that the patient had a positive toxicology for methamphetamine use. The system controller was exchanged and the patient tolerated it well. The patient was stable on discharge and was being followed by the patient's implanting center.

Manufacturer narrative:
A2 - patient age: corrected manufacturer's investigation conclusion: the reported events of communication issues and damage to the heartmate 3 system controller (serial number: (B)(6) were not able to be confirmed through this analysis. Provided information indicated that log files could not be downloaded due to the reported communication issues. It was also communicated that the system controller was successfully exchanged, but the product would not return to abbott for analysis. The root causes of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (section 2 ¿system operations") provides instructions for replacing the system controller. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the clinic with severe stomach pains and subsequent imaging revealed and occlusion at the proximal outflow graft. While admitted it was noted that communication had been lost between the system controller and the heartmate touch (hmt). A different wireless bluetooth adapter, power module and patient cable were tried without resolution of the issue. Log files were unable to be sent and a system controller exchange was planned. Related manufacturer reference number: 2916596-2024-03787 (pump).